Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation, however, factors that may contribute to detachment of device component include, but are not limited to, interactions with other devices, interaction with lesion calcification and tortuosity and user handling. The reported difficulty to remove and additional therapy/non-surgical treatment (snaring) appear to be related to operational context of the procedure as it is likely the separated device interacted with the guiding catheter during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous proximal left anterior descending (lad) coronary artery. There was no resistance noted during advancement of the 3.25x18 mm xience xpedition stent delivery system (sds); however, the sds separated in the guide. There was resistance during removal and the separated portion had to be snared. Nothing remains in the patient. Another xience stent was implanted to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.